Event description:
A pt who had previously undergone a 2 level acdf about two months earlier, was seen in the dr's office, and the x-ray showed that the caudal screws are backing out. There is no reported pain or difficulty swallowing. The surgeon has not scheduled revision surgery, and there is no intention to proceed with revision surgery at this time. The pt will continue to be monitored as per surgeon.